Event description:
It was reported the programmer head port is not functioning. A crack is suspected in the port. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head connector on a printed circuit board assembly is loose. Analysis also found both keyboard hinges are broken and the system fan is noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067l rf (radio frequency) head. (B)(4).